Manufacturer narrative:
Concomitant medical products: 200h14 tissue valve implanted on (B)(6) 2012, 200h12 tissue valve implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated, the device had been close to a left ventricular assist device (lvad), was moved to another location in the body and worked well the ipg remains in use. No patient complications have been reported as a result of this event.